Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back syndrome - other. It was reported there was a change in therapy effect. The patient felt like the pump was not working as she was having more pain. The patient noted it was time for the pump to be replaced and when the surgeon went in to replace the pump he found calcium deposits in the catheter. The catheter was flushed out and only the pump was replaced. It was unknown if the deposits were in the internal tubing of the explanted pump as well. The patient noted the surgeon told her that the calcium in her catheter could be related to her diet of taking calcium supplements and eating yogurt. No further information was provided. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a consumer. It was reported that the ¿calcium seal broke on the patient¿s pump.¿ the event date was noted to be unknown. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.